Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. However, bd has initiated further investigation relating to this issue through a CAPA. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. CAPA# (B)(4).

Event description:
It was reported that label lift was found before use with bd vacutainer® k2 edta (k2e) 10.8mg blood collection tubes. The following information was provided by the initial reporter, "labels peeling away from tubes." 10 occurrences were reported.